Manufacturer narrative:
Concomitant medical products. Unknown nim emg tube, unknown stimulating probe. Identifying information unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled ¿prognostic value of intraoperative neural monitoring of the recurrent laryngeal nerve in thyroid surgery¿ from a 2015 issue of langenbecks arch surg was forwarded for complaint review. The authors, malgorzata stopa <(>&<)> marcin barczynski , aimed to evaluate ionm diagnostic accuracy in prognostication of postoperative nerve function in thyroid surgery. The medtronic nim 3.0, endotracheal tubes, and probe were used in the study. In their study, the authors found that loss of signal (los) occurred in 31 cases, including 25 patients with los and corresponding vocal fold paresis found on postoperative laryngoscopy (2.5 %), including 20 (2.0 %) temporary and 5 (0.5 %) permanent nerve lesions. Los was defined as absence of electromyography (emg) signal following stimulation of the ipsilateral vagus nerve, emg signal amplitude below 100 ¿v following stimulation with 1¿2 ma current in dry field, lack of palpable laryngeal twitch, or visible laryngeal movement following stimulation of the ipsilateral vagus nerve. The available information indicates that five permanent injuries occurred during a surgery in which a nim system was used for nerve mapping. Further, 6 instances of los were not confirmed on physical exam, indicating a possible false negative response in those cases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.